Manufacturer narrative:
On (B)(6) 2001, a bec field service engineer (fse) found y-fitting on no-foam tube is breaking and leaking no-foam. Fse installed new y-fitting and cleaned up spilled no-foam.

Event description:
A customer contacted beckman coulter inc (bec) to report a no foam leak from a fitting connection on the unicel dxc 600 pro synchron chemistry analyzer. No injury or exposure was reported.